Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was advised that tubing clamp would be sent in order to complete high pressure test. Customer was advised to change infusion set, reservoir and insulin and to call when in receipt of tubing clamp in order to continue troubleshooting.